Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative stating that the issue was fully resolved.

Event description:
It was reported that the manufacturer representative stated the patient's implantable neurostimulator (ins) was replaced with a new system yesterday, and the replacement workflow was used to transfer the settings, which were believed to have transferred successfully. However, when the patient connected to the ins today, a "no therapy" message with code 810 was displayed. The patient was able to connect with the recharger, which indicated the ins was on and at 90% charged. Technical support services reviewed the session report from the previous day's interrogation, which confirmed no programming was present, though the reason was unclear. Technical support advised that the representative would need to meet with the patient to reprogram the ins, and the representative planned to do so today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.